Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after placing the catheter, the needle of the 24 g x .75 in. Bd insyte¿ autoguard¿ bc IV would not retract. The healthcare worker then pressed more firmly and the spring came off. It's possible the needle also fell out. No report of injury or mi.

Manufacturer narrative:
Results: observed the needle was not retracted fully into the safety barrel leaving the needle exposed. Observed the spring end had been pulled from the beneath the button and the spring was bound. Functional test (needle retraction) was performed: the needle then reassembled to the out position, observed the button was depressed and the needle did stay in the out position; not retracting into the safety barrel. Through many manipulations of reassembling the needle to the out positions; the needle did retract. The spring was still bound. Conclusion: bound springs are typically caused by a larger od that causes one portion of the spring to become overlapped by another portion of the spring during compression caused by loading the hub. The needle retraction failure described in the incident report was caused by a bound spring introduced during the manufacturing process.